Event description:
This system was returned with oos documetation from biotronik representative. Per oos, noise on the lead caused multiple shocks which resulted in an early eri indication. The system was replaced.